Manufacturer narrative:
The device was returned to the factory for evaluation.

Event description:
Customer reported an issue with the panorama central station which may have affected patient monitoring. No patient injury was reported.